Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device stopped working. Upon explant, a fluid loss was noted, however, its source could not be identified. All components were removed and replaced. There were no patient complications.